Manufacturer narrative:
The radical-7 battery was returned and evaluated. During evaluation, the battery passed all visual and functional testing and was determined to be functioning as designed. Brand name was updated to "radical-7 handheld" . Model number was updated to "23789" and catalog number was updated to "9500". PMA/510(k) number was updated to "k140188".

Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a follow up report will be submitted.

Event description:
It was reported that radical-7's battery had a very short life. The battery ran out immediately even though the battery indicator showed it was full. No known pt impact was reported.